Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced reduced angulation and the angulation control knob was too loose. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, control section had foreign objects, bending section cover had a scratch, adhesive on bending section cover had white-clouded area and a chip, water removal ability did not meet the standard value due to clogging of the nozzle, switch #2 had a scratch, connecting tube had a scratch, and the protector of universal cord on suction connector side had a scratch. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with air and water. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges and it is unknown if the air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1(telephone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified however the cause of the residual foreign material may have been due to the reprocessing deviating from the instruction manual. Suggested event can be inspected and prevented by following below instructions for use. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.